Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure in the aortic position, the operator experienced difficulty while inserting the commander system through the expandable sheath (esheath). With a lot of force the operator managed to push the delivery system through. The operator suspected that part of the expandable portion of the e sheath was not expanded, resulting in a femoral artery dissection that required surgical repair. The 20mm sapien 3 valve was implanted and post dilated with an extra 1.5cc. The procedure was successful with the post op echo showing 1+pvl. The patient¿s minimum luminal diameter (mld) measured 5.5mm. The vessels were not calcified, however, they were moderately tortuous.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. The device underwent visual and dimensional analysis. Visual analysis revealed minor distal tip damage, ribbing on strain relief, scratches along the sheath shaft and deep scratches approximately 1¿ in length approximately 1¿ distal to strain relief. The sheath shaft was expanded as designed. No liner tear or delamination was observed. Functional testing could not be performed as the sheath was returned fully expanded. Dimensional analysis was unable to be performed as the sheath was returned fully expanded and the delivery system was not returned with the sheath for evaluation. During manufacturing, all expandable sheaths undergo multiple 100% inspections. These inspections during the manufacturing process and testing performed during the product verification process supports that it unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to confirmed. During delivery system insertion through the esheath, insertion forces can vary due to several patient/procedural related factors such as sub-optimal insertion/placement angle of the sheath into the patient (due to patient¿s anatomy), thv size, vessel diameter, tortuosity and degree of calcification. The aforementioned factors may create a difficult pathway to advance the delivery system through the sheath. Other procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, and incomplete advancement of the loader may put extra strain on the device, resulting in difficulty inserting the delivery system through the sheath. Per the cer, the access vessel had an mld of 5.5mm with no calcification and moderate tortuosity. However, visual inspection of the sheath shaft revealed deep scratches, indicating that some calcification may have been present. The borderline access vessel mld, combined with the moderate tortuosity, could have resulted in greater resistance while advancing the delivery system. While a definitive root cause cannot be determined, available information suggests that patient and/or procedural factors may have contributed to the reported resistance with delivery system and femoral artery dissection events. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the femoral artery dissection was likely caused by patient factors (borderline mld, moderate tortuosity) or procedural factors (resistance with delivery system). No manufacturing or IFU/labeling inadequacies were identified. A definitive root cause was unable to be determined, however, patient/procedural factors may have contributed to the event. Review of the complaint history for april 2017 revealed that the occurrence rate did not exceed the control limits for the relevant trend category. Therefore, no corrective or preventative action is required at this time.